Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis. The compatibility check was performed from (B)(4) and showed that the product combination was approved by zimmer biomet. The revitan stem was revised after approximately 8 years 10 months in vivo due to a fracture of the prosthesis. The connection pin of the revitan stem is fractured due to fatigue with the fracture origin located on the lateral side, just some millimeters below the proximal end of the distal stem part. As far as visible, macroscopically, no defects that could have favored or triggered the fracture were found on the fracture surfaces. It is unknown if the surface changes found on the proximal fracture part of the connection pin existed already before the start of the fracture and are associated with the fracture or developed exclusively as concomitants. The damage and polishing seen on the face surfaces of the proximal and the distal stem part can be assumed as concomitant with the fracture. From the bone ongrowth seen on the revised components as well as the polishing on the proximal part, it could be assumed that the distal part was well fixed while the proximal part was probably loose. This assumption is supported by the described procedure in the surgical note. The above described situation could have influenced the fracture. As the clinical history, the x-ray follow-up and information about the patient's mode of life are not available for evaluation it is unknown if there were other influencing factors. Based on the retrieval investigation and the received information the reason for the fracture stays unknown. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. The actual device reported in section d is not marketed in USA, but similar devices with comparable characteristics ((B)(4)) are marketed in USA, and therefore this report was filed. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that the patient was implanted a revitan dist. Straight 20/200 on the right side on an unknown date. It was reported that: a functional degradation of the right hip appeared brutally. According to the revision report the patient had to undergo a revision surgery due to breakage of the connection pin of the stem with severe bone degradation. The acetabular component was revised as well since it was found to be too horizontal.